Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain'), pregnancy with contraceptive device ('pregnancy with essure') and haemorrhage in pregnancy ('bleeding through out pregnancy') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective " and device monitoring procedure not performed "did not undergo essure confirmation test." The patient's medical history included gravida ii and parity 4. Concomitant products included hydrocodone bitartrate;paracetamol (norco), ibuprofen, norethisterone (micronor), ondansetron (zofran) and ondansetron hydrochloride. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"), 3 months 29 days after insertion of essure. In (B)(6) 2013, the patient experienced premature menopause ("early menopause"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and back pain ("lower back pain"). In 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), haemorrhage in pregnancy (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping),"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2014 , partial hysterectomy, supracervical hysterectomy (uterus)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and back pain was resolving and the pregnancy with contraceptive device, haemorrhage in pregnancy, premature menopause, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge and fatigue outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 5. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, haemorrhage in pregnancy, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, premature menopause, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: essure removal dates (B)(6) 2014, bilateral salpingectomy. (B)(6) 2015, partial hysterectomy, supracervical hysterectomy (uterus only). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-jun-2019: pfs and mr received. Reporters information updated.event:pregnancy, hormonal changes describe: early menopause, abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: depression and mental anguish, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, lower abdominal pain, back pain, device ineffective, device monitoring procedure not performed were added. Event outcome were updated: pain. Concomitant drugs were added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('there was noted to be a tip of an essure spring embedded in the uterus near the left ostia'), device dislocation ('with exploration of the cavity, the right ostia could be seen but no essure spring visualized / migration'), pelvic pain ('physical pain'), pregnancy with contraceptive device ('pregnancy with essure') and menorrhagia ('menorrhagia') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test." And device ineffective "device ineffective ". The patient's medical history included multigravida, parity 4, diarrhea, vomiting, ache, uterine ablation, abdominal cramps and dysfunctional uterine bleeding. Previously administered products included for an unreported indication: triiodothyronine. Concurrent conditions included tubal ligation, abdominal pain, dizziness, menometrorrhagia and light-headed. Concomitant products included hydrocodone bitartrate;paracetamol (norco), ibuprofen, norethisterone (micronor) from (B)(6) 2013 to (B)(6) 2013, ondansetron (zofran) and ondansetron hydrochloride. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 3 months 29 days after insertion of essure. In april 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), premature menopause ("early menopause"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and back pain ("lower back pain"). In 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), haemorrhage in pregnancy ("bleeding through out pregnancy"), abdominal pain ("abdominal pain"), urinary tract infection ("urinary tract infection") and post procedural complication ("post removal complication-yes"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2014 , partial hysterectomy, supracervical hysterectomy (uterus) and endometrial ablation). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, pregnancy with contraceptive device, haemorrhage in pregnancy, premature menopause, female sexual dysfunction, depression, anxiety, migraine, headache, dyspareunia, fatigue, urinary tract infection and post procedural complication outcome was unknown, the device dislocation, dysmenorrhoea, back pain and abdominal pain was resolving and the pelvic pain, menorrhagia, vaginal haemorrhage and vaginal discharge had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 5. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, haemorrhage in pregnancy, headache, menorrhagia, migraine, pelvic pain, post procedural complication, pregnancy with contraceptive device, premature menopause, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: essure removal dates (B)(6) 2014, bilateral salpingectomy (B)(6) 2015, partial hysterectomy, supracervical hysterectomy (uterus only). Discrepancy in essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones was confired in patient medical records: anxiety, depression, menorrhagia, dysmenorrhea, vaginal bleeding, concerning the injuries reported in this case, the following ones were in patient medical records:embedded device, device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: event outcome of pelvic pain, menorrhagia, vaginal hemorrhage, vaginal discharge were updated. Rcc note added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('there was noted to be a tip of an essure spring embedded in the uterus near the left ostia'), device dislocation ('with exploration of the cavity, the right ostia could be seen but no essure spring visualized / migration'), pelvic pain ('physical pain'), pregnancy with contraceptive device ('pregnancy with essure') and menorrhagia ('menorrhagia') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test." And device ineffective "device ineffective ". The patient's medical history included multigravida, parity 4, diarrhea, vomiting, ache, uterine ablation, abdominal cramps and dysfunctional uterine bleeding. Previously administered products included for an unreported indication: triiodothyronine. Concurrent conditions included tubal ligation, abdominal pain, dizziness, menometrorrhagia and light-headed. Concomitant products included hydrocodone bitartrate;paracetamol (norco), ibuprofen, norethisterone (micronor) from (B)(6)2013 to (B)(6)2013, ondansetron (zofran) and ondansetron hydrochloride. On (B)(6)2012, the patient had essure inserted. In (B)(6)2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). On (B)(6)2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 3 months 29 days after insertion of essure. In (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), premature menopause ("early menopause"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and back pain ("lower back pain"). In 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), haemorrhage in pregnancy ("bleeding through out pregnancy"), abdominal pain ("abdominal pain"), urinary tract infection ("urinary tract infection") and post procedural complication ("post removal complication-yes"). The patient was treated with surgery (bilateral salpingectomy on (B)(6)2014 , partial hysterectomy, supracervical hysterectomy (uterus) and endometrial ablation). Essure was removed on (B)(6)2015. At the time of the report, the embedded device, pregnancy with contraceptive device, haemorrhage in pregnancy, premature menopause, vaginal haemorrhage, female sexual dysfunction, depression, anxiety, migraine, headache, dyspareunia, vaginal discharge, fatigue, urinary tract infection and post procedural complication outcome was unknown and the device dislocation, pelvic pain, menorrhagia, dysmenorrhoea, back pain and abdominal pain was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 5. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, haemorrhage in pregnancy, headache, menorrhagia, migraine, pelvic pain, post procedural complication, pregnancy with contraceptive device, premature menopause, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: essure removal dates (B)(6)2014, bilateral salpingectomy (B)(6)2015, partial hysterectomy, supracervical hysterectomy (uterus only). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: anxiety, depression, menorrhagia, dysmenorrhea, vaginal bleeding, concerning the injuries reported in this case, the following ones were in patient medical records:embedded device, device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received. Events added from pfs- abdominal pain, urinary tract infection, post removal complication-yes. Outcome of event dysmenorrhoea, menorrhagia, device dislocation were updated. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('there was noted to be a tip of an essure spring embedded in the uterus near the left ostia'), device dislocation ('with exploration of the cavity, the right ostia could be seen but no essure spring visualized / migration'), pelvic pain ('physical pain'), pregnancy with contraceptive device ('pregnancy with essure') and menorrhagia ('menorrhagia') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test." And device ineffective "device ineffective ". The patient's medical history included multigravida, parity 4, diarrhea, vomiting, ache, uterine ablation, abdominal cramps and dysfunctional uterine bleeding. Previously administered products included for an unreported indication: triiodothyronine. Concurrent conditions included tubal ligation, abdominal pain, dizziness, menometrorrhagia and light-headed. Concomitant products included hydrocodone bitartrate;paracetamol (norco), ibuprofen, norethisterone (micronor) from (B)(6) 2013 to (B)(6) 2013, ondansetron (zofran) and ondansetron hydrochloride. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 3 months 29 days after insertion of essure. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), premature menopause ("early menopause"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and back pain ("lower back pain"). In 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), haemorrhage in pregnancy ("bleeding through out pregnancy"), abdominal pain ("abdominal pain"), urinary tract infection ("urinary tract infection") and post procedural complication ("post removal complication-yes"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2014 , partial hysterectomy, supracervical hysterectomy (uterus) and endometrial ablation). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, pregnancy with contraceptive device, haemorrhage in pregnancy, premature menopause, female sexual dysfunction, depression, anxiety, migraine, headache, dyspareunia, fatigue, urinary tract infection and post procedural complication outcome was unknown, the device dislocation, dysmenorrhoea, back pain and abdominal pain was resolving and the pelvic pain, menorrhagia, vaginal haemorrhage and vaginal discharge had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 5. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, haemorrhage in pregnancy, headache, menorrhagia, migraine, pelvic pain, post procedural complication, pregnancy with contraceptive device, premature menopause, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: essure removal dates (B)(6) 2014, bilateral salpingectomy (B)(6) 2015, partial hysterectomy, supracervical hysterectomy (uterus only). Discrepancy in essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones was confired in patient medical records: anxiety, depression, menorrhagia, dysmenorrhea, vaginal bleeding, concerning the injuries reported in this case, the following ones were in patient medical records:embedded device, device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('there was noted to be a tip of an essure spring embedded in the uterus near the left ostia'), device dislocation ('with exploration of the cavity, the right ostia could be seen but no essure spring visualized'), pelvic pain ('physical pain'), pregnancy with contraceptive device ('pregnancy with essure'), haemorrhage in pregnancy ('bleeding through out pregnancy') and menorrhagia ('menorrhagia') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test." And device ineffective "device ineffective ". The patient's medical history included multigravida, parity 4, diarrhea, vomiting, ache, uterine ablation, abdominal cramps and dysfunctional uterine bleeding. Previously administered products included for an unreported indication: triiodothyronine. Concurrent conditions included tubal ligation, abdominal pain, dizziness, menometrorrhagia and light-headed. Concomitant products included hydrocodone bitartrate;paracetamol (norco), ibuprofen, norethisterone (micronor) from (B)(6) 2013 to (B)(6) 2013, ondansetron (zofran) and ondansetron hydrochloride. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia (seriousness criteria medically significant and intervention required), 3 months 29 days after insertion of essure. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), premature menopause ("early menopause"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and back pain ("lower back pain"). In 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and haemorrhage in pregnancy (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy on (B)(6)2014 , partial hysterectomy, supracervical hysterectomy (uterus) and endometrial ablation). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, device dislocation, pregnancy with contraceptive device, haemorrhage in pregnancy, premature menopause, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge and fatigue outcome was unknown and the pelvic pain and back pain was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 5. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, haemorrhage in pregnancy, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, premature menopause, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: essure removal dates (B)(6) 2014, bilateral salpingectomy. (B)(6) 2015, partial hysterectomy, supracervical hysterectomy (uterus only). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones was confired in patient medical records: anxiety, depression, menorrhagia, dysmenorrhea, vaginal bleeding, concerning the injuries reported in this case, the following ones were in patient medical records:embedded device, device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: mr received : new events "there was noted to be a tip of an essure spring embedded in the uterus near the left ostia , with exploration of the cavity, the right ostia could be seen but no essure spring visualized", reporter, medical history added. On (B)(6) 2019: fu 9 and 10 process together : pfs received : no new information added. No lot number was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.